Event description:
Additional information received from the customer: the reported event occurred during the colonoscopy. The customer contacted technical support to resolve the error. The device was not inspected prior to the procedure. The procedure was completed using the same subject device. There was a 10 minute procedural delay while the patient was under general anesthesia. There was not any patient harm or injury. No other issues occurred during the procedure. It is unknown if the device was ever service by a third party.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the legal manufacturer's investigation with device history records (DHR) review. The customer noted they contacted olympus technical support to resolve the issue. The the DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to foreign matter adhering to the electrical contacts of the video connector and therefore inferring with communication. The instruction manual for cv-190 states the following about connecting the video connector in a sufficiently dry state including the electrical contacts. This may prevent the phenomenon. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Event description:
The customer reported to olympus there was a b30 communication error on the device. It is unknown where the issue was identified. No patient harm or injury was reported. Attempts to retrieve additional information is in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. Olympus technical support provided potential solutions to resolve the issue at a later time. However, it is unknown if the issue was resolved. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.